Event description:
The pt reported that in 2009, his blood glucose was elevated and measured "hi" on his glucose monitor. The pt's physician advised that he go the hospital. When he arrived at the hospital his blood glucose measured 46-47 mmol/ml (828-846 mg/dl). The pt was released from the hospital after one week. No further info is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.